Event description:
It was reported that the patient's pump was removed, due to an infection. The patient was treated with an unspecified oral dose of medication after the pump was explanted. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).